Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A family member of a(B)(6) female patient contacted zoll customer support to report that the patient's garment is too tight and is smothering her. On (B)(6) 2012, the territory manager (tm) contacted zoll customer support to report that the patient had removed the device due to comfort issues, as well as chaffing. The tm stressed the importance of wearing the lifevest (lv), but the patient is refusing to wear it today. On (B)(6) 2012, the tm notified zoll customer support that he had discussed the use of cornstarch with the patient. Later that day, the tm spoke with the patient's husband who reported that before the patient puts the lv back on, they are going to follow-up with the patient's physician for a prescription for the yeast infection. Zoll customer support attempted follow-up numerous times between (B)(6) 2012 but was unsuccessful. No additional information available.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.